Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following cataract surgery with an intraocular lens (iol) implant procedure, suspected toxic anterior segment syndrome (tass) was found after an iol was inserted. On (B)(6) 2025 at the hospital appointment, the right anterior chamber inflammation and formation of fibrin at the back side of the iol were confirmed. However, neither hypopyon nor vitreous inflammation were observed. The patient did not have any pain, and inflammatory cells are not so big. So, since these were not the findings to suspect bacterial endophthalmitis positively, postoperative inflammation or tass were suspected. The patient treated with steroid eye drops frequently and examined every day at the hospital. In the morning on (B)(6), the anterior chamber inflammation almost disappeared. From the progress, it is not identified whether a strong postoperative inflammation or tass. The patient's condition will improve getting conservative medical treatment. The current prescription included antibiotic, steroid and anti-inflammatory medication.

Event description:
Additional information received stating that fibrin was observed on postoperative day 3. Non-infectious postoperative inflammation and tass was diagnosis. There was no iol issue and no pain.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).